Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion or da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per isi fa engineer, awaiting event date confirmation to check log data. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: the patient underwent a combined ion endoluminal lung biopsy and da vinci-assisted lung resection (single episode of anesthesia) procedure and experienced right pleural effusion. The procedure was completed. The cause and severity of the pleural effusion is unknown. It is also unknown what medical intervention, if any, was rendered due to the complication.

Event description:
It was reported after an ion endoluminal lung biopsy procedure, the patient experienced a right effusion. The procedure was completed. The event followed a combined ion and robotic resection (single episode of anesthesia). The lesions biopsied were located in the right lower lobe (rll). The first lesion was in the rll posterior segment, size 1.3 cm and the second lesion was 1.8 cm. The patient was hospitalized approximately 2-3 days post-op related to the lung resection. The cause and severity of the complication are unknown. In addition, it is unknown what medical intervention, if any, was rendered due to the pleural effusion. Per the physician, this event was not related to the ion or da vinci procedures. There was no report of any issue or delay in procedure due to either system. There were no reported malfunctions of an ion or da vinci system, instrument, or accessory.